Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was brought in due to a suspected lead issue. A decrease in sensing and no capture were noted. Episodes of noise were also observed. An x-ray was performed revealing right ventricular lead dislodgement. It appears the rv lead screw was not fully deployed. The rv lead was extracted and successfully replaced with a new rv lead. There were no complications, the patient was well and stable.